Manufacturer narrative:
A supplemental report is being submitted for correction. D7 (explant date) , b2 (outcome attributed to adverse event), e3 (initial reporter occupation), g4 (date manufacturer received) updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information provided by the site indicated that the patient experienced fever with concurrent sweats, significant chest wall tenderness with pain radiating to the mid back. The patient was admitted with fluctuant chest wall collection needing incision and drainage. A wound debridement was done with vacuum-assisted closure (vac) dressing. Blood cultures were positive for streptococcus mitis and the patient was started on antibiotics. An orthopantomogram (opg) was performed. The patient was on heparin infusion throughout to ensure easy transition of anti-coagulation given multiple procedures. The patient was returned to the operating theater (ot) for further wound debridement and vac dressing change. There was healthy granulation tissue at base of wound followed by insertion of antibiotic beads. The patient experienced neuropathic pain following debridement and pain medications were adjusted. The heparin infusion was ceased and the patient was restarted on an oral anticoagulation. The patient was sent home with four weeks of intravenous antibiotics and oral antibiotics until transplant. The patient was presented to the clinic for scheduled review and noted pus draining out of chest wound on removal of tension sutures. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the vad instructions for use, infection is a known potential complication associated with the implantation of an vad pump. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was febrile overnight with concurrent sweats. The patient also reported significant chest wall tenderness with pain radiating to the mid back. The patient stated that they pulled a chest muscle. The patient reported noticing a painful lump three days prior around the left apex wound and the pain worsened with movement. The patient was admitted with fluctuant chest wall collection needing incision and drainage. The decision was made to hold off on antibiotics unless febrile. A wound debridement was done with vacuum-assisted closure (vac) dressing. The operative findings include 200ml of pus from a large cavity, likely extending to lvad device which was palpable but not dissected out. The blood cultures were positive for streptococcus mitis and the patient was started on antibiotics. An orthopantomogram (opg) was performed. There was no periapical lucency to suggest periapical abscess. Following a dental review, a tooth was extracted. The patient was on heparin infusion throughout to ensure easy transition of anti-coagulation given multiple procedures. The patient was returned to the operating theater (ot) for further wound debridement and vac dressing change. There was healthy granulation tissue at base of wound followed by insertion of antibiotic beads. The patient experienced neuropathic pain following debridement and pain medications were adjusted. The heparin infusion was ceased and the patient was restarted on an oral anticoagulation. The patient was sent home with four weeks of intravenous antibiotics and oral antibiotics until transplant. The patient was presented to the clinic for scheduled review and noted pus draining out of chest wound on removal of tension sutures. The vad was removed following heart transplantation. No further patient complications have been reported as a result of this event.